Manufacturer narrative:
D10 concomitant product: sigpshell - sig power sigpshell control shell, lot# n2e0099y. Unk-sigadapt - unknown signia egia adapter, serial# (B)(4) unknown egia su - unknown endo gia sulu, lot# unknown. Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted no abnormalities. Functionally, the handle initialized when taken off of the charger. When doing motor tests, the handle sounded like one of the motors was not testing on initialization. The handle recognized a rpa clamshell. An adapter was attached to the handle and the handle continuously tried to set the adapter to home position. The motor was running but the adapter was not moving the firing rod. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the adapter did not calibrate as expected after loading. The reported issue was confirmed. The most likely cause was traced to software coding. It was also reported that the device gave unexpected or uncharacteristic audible feedback of normal use. Additionally, the screen displayed a yellow swimlane aligned with the reload symbol which indicates a general reload error. Lastly, the device detected a used clamshell. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly re viewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, prior to use, during calibration of the handle and adapter, the device made a strange noise. When the user assembled the reload, a yellow triangle error appeared. When the handle with shell and adapter was tried with other device, the device was as if enchanted during calibration. When the handle and shell was assembled back, it always read the shell even if used. The adapter worked. A manual stapler was used with the same reload to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident device found field programmable gate array (fpga) errors during adapter calibration and the reload clamp test. The fpga failed to reprogram. The power pack software uses fpga for motor controls. When the fpga is unable to reset/reprogram, motor controllers cannot function making motor movements impossible resulting in the handle being unable to complete adapter calibration.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. There was no indication of an improper noise heard during adapter calibration. It was reported that the adapter did not calibrate as expected after loading. The reported issue was confirmed. The most likely cause could not be established from the information available. The power pack software uses fpga for motor controls. When the fpga is unable to reset/reprogram, motor controllers cannot function making motor movements impossible resulting in the handle being unable to complete adapter calibration. It was also reported that the device gave unexpected or uncharacteristic audible feedback of normal use, the screen displayed a yellow swimlane aligned with the reload symbol, and the device detected a used clamshell. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.